Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify battery anomalies, perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 119 mg/dl the time of incident. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the spring is neither damaged nor corroded. Customer states battery compartment is neither damaged nor corroded. Display did not return after pump restart. Customer stated that the insulin pump had low battery alert. Insulin pump had failed battery alarm. The insulin pump will be returned for analysis.